Event description:
As reported by the initial rptr, video was lost to all three monitors in operating room (B)(6) during surgery. This occurred roughly five different times during surgery. Video loss lasted approx 10-15 mins each of the five times. The initial rptr attempted each time to switch the signal to the analog back-up signal, but was unsuccessful in doing so. In every instance, video reappeared again. Surgery was delayed and additional anesthesia was administered. According to the initial rptr, there were no adverse effects to the pt due to delay or the additional anesthesia.

Manufacturer narrative:
Two attempts have been made to collect pt info from the initial rptr. Further attempts will be made. There is no expiration date established for this product. Device was evaluated in the field. Eval summary: stryker communications conducted a visual eval of the said device in its operational environment. The technician attempted to replicate the reported malfunction using various methods, but was not successful in doing so. The exact root cause of the reported malfunction is unk at this point. As communicated from the initial rptr, the reported malfunction (and the reported delay/additional anesthesia administered) did not lead to any adverse consequences to the pt involved. This is not a single-use device.